Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/06/2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. Data was provided for evaluation. Loss of connection was confirmed. A probable cause could not be determined. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it passed. A pairing test was performed, and it passed. The log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The root cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Correction "a pairing test was performed, and it passed. The root cause was the transmitter and app were unable to establish a connection."

Event description:
The probable cause was the transmitter and app were unable to establish a connection. A pairing test was performed, and it failed. The probable cause is a defective transmitter.